Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) machine. During troubleshooting, the home patient (hp) discovered that the spike was not completely pushed into the supply line. The technical service representative (tsr) assisted the hp to push the spike in to the supply line and twist. Product surveillance contacted the hp on (B)(4) 2010 regarding the event. The hp stated that he did not notice anything unusual with the cassette spike. The hp stated he might have not pushed the spike into the bag port far enough. The hp resumed with therapy as usual and reported no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient noticed that the supply bag was not completely spiked. From the data within the complaint information, the root cause was determined to be user error. Labeling review found the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).